Event description:
A patient reported she was treated in april, 1998 in the nasolabial folds. The patient stated that 2 days later, she developed "lumpiness" at the treatment sites. The patient stated the symptoms persisted on 15 june 1998. The patient denied redness, pruritis or flakiness at the treatment sites. The patient stated the physician believed the symptoms were a hypersensitivity to collagen. According to the patient, the physician had injected the "lumps" with a cortisone and advised her to take advil. The patient refused to give the physician name or other information.